Event description:
On (B)(6) 2015, the reporter contacted animas, alleging cracked/damaged casing issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 06/30/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 06/15/2015 with the following findings: evaluation revealed that the visual inspection confirmed that the battery compartment was cracked from the opening extending towards the case seal and from the case seal up to the bumper pad. The returned battery cap was used to complete all testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.